Event description:
It was reported, pt is experiencing pain that travels to the back from the hip area. By the end of the day, his hip and back feels achy and sore. Sometimes he is not able to sleep on his left side. Pt has been to his surgeon twice and has had blood work taken twice. His metal levels are between 7 and 8. He already had an MRI done and is scheduled for a second MRI on (B)(6) 2012. Pt states that he will have revision surgery but does not have a date yet.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received will be submitted on a supplemental report. Device remains implanted.